Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional tests included occlusion testing. Occlusion testing was unable to duplicate the motor rate error, the pump operated as intended. The stepper motor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.